Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported undercorrection in patient's left eye post lasik and photo refractive keratectomy (prk). Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service on-site prior and after the day of the treatment and a log file review could not be done because the day of treatment and log file was not provided. The root cause could not be identified conclusively, because no log file and day of treatment is available for review. (B)(4).